Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. Pt has had diabetes for 21 years and uses set amounts of insulin. On event date, patient's blood glucose was about 60mg/dl at 08:00am on ot meter. Pt did not take their morning insulin dose because of the ot meter reading. About 10:30, patient was taken to hospital after they became nauseous and started to vomit. At the hospital, patient's blood glucose was 1007mg/dl. Pt was treated with insulin IV and discharged 3 hours later. Pt had also a renal dialysis session while at the hospital. No further information has been provided.